Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a surgical procedure in which the device was not turned off. After the procedure an error code was received and the battery status showed an elective replacement indicator (eri). Multiple capacitor reformations were performed and the battery status returned to mol2. Three months later the device again displayed eri. There is concern that the battery depleted earlier than expected.